Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d9, d10, g1 (contact person mfg site), e1 (initial reporter and event site email), e2, e3, e4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions, health effect impact codes), h11. A getinge field service engineer (fse) replaced line cord with type b plug line cord with type b plug (0012-00-1688-01). The following was performed by the technician of the maquet. Failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: (B)(4); sn: (B)(4) ametek reel, ac power cord. This part was received with a reported unit failure message of ground pin damaged. The failure analysis and testing dept. Performed a visual inspection and verified the failure message of ground pin was missing. Retaining reel, ac power cord in the fat dept. Per procedure (B)(4).

Event description:
It was reported that during preventive maintenance, the cardiosave intra aortic balloon pump (iabp) unit with ground plug pronge/plug damages¿abuse. There was no patient involvement and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- g2.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit with ground plug pronge/plug damages¿abuse.